Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector does not latch to monitor) has been confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged and was unable to remain securely connected to a monitor. The root cause for the damaged connector was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to securely latch to a monitor.